Event description:
It was reported to the MFR that the vns pt was hospitalized for an increase in seizure activity. F/u did not reveal definitive answers regarding the cause of the event as the pt's history is not known to the new primary care physician at this time.